Event description:
It was reported to manufacturer that the hand held screen would continuously freeze during interrogation as well as after interrogation. Soft resets were performed to temporarily resolve the event. The site requested a new hand held be sent to replace the non-working device. Attempts to obtain the hand held and software for analysis have been made and have been unsuccessful to date.